Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. The operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of prime anomaly from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer stated that every time they try to change the infusion set and fill the tubing, the piston does not work. The customer stated that the pump passed self-test and fixed prime test. The customer stated that the displacement test did not pass. The customer will be sent a replacement pump.